Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was unknown. The customer stated that they were unable to clear the alarm by pressing the esc and act buttons. The customer's insulin pump was not exposed to a high magnetic field. The customer did not drop the insulin pump. The customer stated that they used the energizer alkaline battery. Advised the customer to discontinue use of the insulin pump and revert to a medically prescribed back-up plan of manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.